Event description:
It was reported that the door did not close due to broken white under latch. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause identified for the reported issue the device door not closing due to a broken white under-latch could not be confirmed during the customer call. Tech support assisted customer in replacing the sear kit with pn (B)(4) customer will replace sear kit on the door latch. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.